Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0gpeg17a for evaluation. However, the returned test strips expired in jul-2022. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 2apef08b using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 582 mg/dl at 2:38 p.m. And 84 mg/dl at 2:47 p.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.